Manufacturer narrative:
The pump tested with glucose sensor simulator and unit communicate and functioning properly. There was no weak signal alarm. The pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with scratched lcd window. The pump was received cracked case display window corner. The pump received with cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with weak meter reading and sensor errors. The customer sates their blood glucose level has been over 400mg/dl, and then dropped to 52mg/dl. The customer treated the high with manual injection. The customer treated the low with yogurt. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.